Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed. The patient started to have abdominal pain that got worse in the following hours. Initially a possible perforation or peritonitis were suspected; however, an abdominal CT was performed and these complications were ruled out. On (B)(6) duodopa infusion was interrupted and the patient was kept on fast. A large amount of air in the abdominal cavity was seen, and air was expelled by a rectal tube and gastrostomy tube. The patient also received analgesia for pain and resumed duodopa therapy. On (B)(6) 2016 it was reported that the patient had a confirmed diagnosis of pneumoperitoneum. Abdominal pain was controlled and patient was able to take food without difficulty or discomfort. Was discharged and. Radiological assessment confirmed disappearance of air in abdominal cavity and no signs of infection. The patient was discharged.